Event description:
According to hospital staff, the power adapter would not lock into place and was not secure when on the rails and plugged in. Although device was able to provide power, the device was not functional as it could not be utilized for its intended purpose.